Event description:
It was reported that the patient was admitted after a driveline washout with ex-lap and driveline relocation for chronic pseudomonas infection. The driveline was noted to have been temporarily disconnected during the procedure in order to re-tunnel a new exit site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the patient had a driveline infection on (B)(6) 2024. The culture was positive for pseudomonas. The patient was treated with doxycycline, then changed to cipro (ciprofloxacin) on (B)(6) 2024 due to continued positive culture (indeterminate to doxy). The patient was admitted on (B)(6) 2024 for worsening discharge. The driveline culture was still positive for pseudomonas at this time. Blood cultures were negative. The patient underwent a washout on (B)(6) 2024 all the way to the sheath. The patient was started on zoysyn (piperacillin/tazobactam), which continued until (B)(6) 2024. No oral antibiotic options were available. No follow up culture was performed once the antibiotic treatment was completed. The patient underwent driveline relocation on (B)(6) 2025 and was placed on merrem (meropenem). The left ventricular assist device (lvad) was functioning as intended.

Manufacturer narrative:
Section h6: health effect - clinical code and health effect - impact code corrected. No further information was provided. The manufacturer is closing the file on this event.